Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 1 mar 2022. Patient was revised was due to loosening of tibial tray at the cement to implant interface. There was no good attachment between the metal and cement interface. Patient also alleged pain and swelling. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.

Event description:
Medical records received indicated that "primary operative notes of the left knee were provided that confirm doi is (B)(6) 2017. The left primary tka was performed successfully without complication. Competitor cement was utilized and the patella was resurfaced. This complaint will be updated with part/lot information, which is provided on page 31. Revision notes indicate that on (B)(6) 2020, the patient underwent a left knee revision. Notes indicate the patient underwent a previous left extension mechanism reconstruction in 2019. This will be captured on a linked pc. The patient continues to have pain "in the extensor lag on the lle" as well as gapping in the patient's quad area. She also continues to have extensor weakness so an extensor mechanism reconstruction using mesh was performed during the revision. Significant atrophy in the quad muscle was noted along with stretching of the last extension mechanism repair. Gray tissue noted along the tibial tray. Tray loosening was found at the implant to cement interface. Pmh includes left knee patellar tracking disorder on (B)(6) 2021 though no further information provided on any intervention received. This event will be captured on a linked pc as well. Operative notes involving the right knee are also included in this attachment, though (B)(4) (right knee) will be updated with this information."

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob, age), a3, b5, b7, d4, h4 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2, d10 and g1.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.